Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector has a piece of a broken patient cable stuck inside the connector. Analysis also found the upper case, lower case, and battery drawer are broken. Ring cover, side bail covers, ring, side bails, two case screws, and battery drawer o-ring are missing. Battery release is contaminated, battery contacts are compressed and discolored, serial number label is torn, battery flex is corroded, and main printed circuit board is out of electrical specification. (B)(4).

Event description:
It was reported that the atrial/ventricular (a/v) connector on the external pulse generator (epg ) was broken. It was also reported the ventricular connector does not retain a cable. The epg was returned for repair and calibration. There was no patient involvement.